Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked battery tube threads, and a stained end cap sticker.

Event description:
The customer's mother reported via phone call that there is a crack that runs down the side of the insulin pump and there are scratches on the screen that make it hard for the customer to see the screen. Caller stated that they went to the health care provider today and they noticed the damage on the side of the battery compartment. Customer's blood glucose was 212 mg/dl. Caller stated that the medtronic sticker on the bottom of the pump has some discoloration. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.